Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low and high readings issue was reported with the adc freestyle libre 2 sensor. Customer reported the sensor provided low readings compared to blood glucose obtained on built-in reader and later provided high readings that led to a medical event. Customer experienced a loss of consciousness and ambulance was called who obtained a reading of 12 mg/dl on the hcp meter and treated with a "bag of glucose". There was no report of death or permanent impairment associated with this event.